Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: please provide the procedure name and date. No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke during continuous suturing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.